Event description:
It was reported the tined lead would not advance past approximately two electrodes when being advanced into the implantable neurostimulator (ins) during a stage 2 procedure. A screw issue was indicated. It was advised to insert the wrench into the socket whilst advancing the lead and this worked. Post-operatively, electrode 0 was greater than 4,000 ohms at 1v. The patient had been successfully trialing using this electrode and now was unable to use it. The device was programmed using different parameters, avoiding electrode 0. Following the procedure, the patient was ¿going well and not having any problems.¿ no further information was reported. A follow up report will be sent if additional information is received. Refer to manufacturer report #3004209178-2015-09995. During the procedure, a different ins was used initially and similar issues were reported. The referenced report captures these issues.

Manufacturer narrative:
Concomitant products: product ID neu_wrench_acc, lot # unknown, product type accessory; product ID 388928, lot # 0209242858, implanted: (B)(6) 2015, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.